Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified burn damage and fluid residue within the battery module which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported burn damage and excessive battery drain. The cause was determined to be fluid intrusion leading to the device overheating. The device was determined to be irreparable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a wireless battery module that experienced an internal short which caused burning. There was no known patient injury or medical intervention associated with this event. No additional information is available.